Event description:
The customer reported there was a loss of power to the c-arm when the connection cable was moved. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The interconnect cable was replaced and the lemo connector was repaired during the service call. The system was tested and found to be working as intended and put back into service.